Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that when the vizigo was in the patient body and the dilator was removed, there was blood bleeding back from the hemostatic valve. The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. There was not physical damage on valve/hub that could be seen. The bwi company representative is not sure if the hemostasis valve (gasket) broke into two or more separate pieces, as the scrub tech placed in biohazard bag immediately. It is also unknown if the hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. The medical team did not see any st elevations or hemodynamic instability. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 23 cc. No medical intervention was required to stop the bleeding. The md just exchanged the sheath for a new one. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 26-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record review was performed for the finished device 50000046 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).